Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires/screws were placed in another position than intended with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures are already in place. According to the hospital, the screws are positioned stable, there was no increased risk to harm critical structures for the patient due to this issue, there are no negative clinical effects for the patient due to this issue, and there are no further remedial actions necessary. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the k-wires/screws not placed as intended is a manual shift of the drill guide entry point compared to the planned trajectory's entry point (as is also displayed in screenshots created by the user), which corresponds to the observed shift. Further, the screws were placed deeper compared to the pre-planning. Since this step was performed without aid of navigation (using a non-navigated screw driver), no information about screw depth is displayed by the navigation, which could have misled the user. Despite there is no indication that this issue was caused by the brainlab device, and the brainlab device displayed correct information, a contribution of the use of the device could not be fully excluded. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures are already in place. Brainlab intends to: inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A spine surgery for an open stabilization of c1-c2 was planned to be performed with the aid of the brainlab navigation system spine & trauma 3d 2.5. During the procedure the surgeon: attached the navigation reference array on the spinous process of c2. Performed the initial registration (matching of virtual display of preoperative image dataset and actual patient anatomy). Verified the accuracy of the registration and determined it to be appropriate. Inserted two (threaded) k-wires with the help of a navigated drill guide in c2/c1 (according the magerl method) following a pre-planned trajectory. Obtained x-rays to verify k-wire position, realized a difference of position information between x-rays and navigation, but was unsure as to which information was correct. Decided to not change k-wire positions and proceeded with the surgery. Placed two cannulated screws via the inserted k-wires with a non-navigated screw driver. Obtained x-rays to verify screw position, realized a difference of position information between x-rays and navigation, but again was unsure as to which information was correct. Decided to end the surgery. In a post-operatively obtained CT, the surgeon determined a parallel shift between planned trajectory and actual screw placement of about 2mm to the left side of the patient. He decided to perform a revision surgery with the aid of navigation, whereby he removed the screws and evaluated if a new screw canal is feasible considering the patient anatomy, then replaced the screws in the same positions. According to the hospital, the screws are positioned stable, there was no increased risk to harm critical structures for the patient due to this issue, there are no negative clinical effects for the patient due to this issue, and there are no further remedial actions necessary.